Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) evaluated instrument and cleaned ise compartment, removal of gel material, cleaned ise drain tubing, replacement of pinch valve tubing, both roller pump tubing, the sample pot tubing and liquid level sensor which resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous erratic patient results for potassium (k) on the au480 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.